Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply had no output and there was a very faint beeping noise. Two hemopro 2 extension cables also had intermittent issues during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The power supply was returned to the factory for evaluation; however, the hospital will reportedly not be returning the extension cables in question. Refer to MFR report # 2242352-2012-01265 for the related report.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).